Event description:
It was reported that the lead was explanted approx. 58 months after the implantation due to oversensing leading to inappropriate therapy. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 52.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the returned fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through approximately between 10 and 8 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, the inner conductor coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.